Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that over the past couple of weeks the patient's bolus would not always go through and they had to wait 2 hours to get a bolus. They would request a bolus and when it got to 90 percent connection the personal therapy manager (ptm) would lag there and they would give up. When they went back to connect ptm to the pump they would have to wait. Agent reviewed that in these cases the bolus likely went through. Agent had caller restart handset and connect to the pump and they were able to do so with no lag. Additional information was received from the patient who reported that today and yesterday they were never able to see the message on the screen that their bolus was delivered. It was noted that, it appeared after looking at reports, that the patient was getting boluses, but they were certain they never saw the screen that showed bolus started. The patient also stated that it did get stuck at 90% and they would like a replacement handset. A replacement handset was requested from the repair department because the handset got stuck at 90% and then never showed the bolus was given. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: hh90t01, serial# (B)(6), product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, d9. The handset was received on 2025-01-02. H3. The handset was locked with a password and could not be accessed for testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.